Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on 9/14/2015 to report that a (B)(6) male patient had a skin irritation. The patient's irritation was described as itchy red bumps that appear underneath the lifevest. The patient's physician recommended a cream for the patient to put on the rash. Follow-up indicated that the irritation had improved.